Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in customer's skin. Customer did not experience any symptoms. Sensor filament was removed by a non-healthcare professional (non-hcp) and no further treatment was reported. There was no report of death or permanent impairment associated with this event.